Event description:
A consumer reported that she developed corneal keratitis following use of this product. She stated that her symptoms began with grade 2 light sensitivity, redness and pain in the eyes. She has worn acuvue oasys with hydraclear lenses and used this product together for two years. She stated she put her lenses in around 7am in the morning and removed them around 9pm each evening. After 3 days of these symptoms persisting she went to see an optometrist who treated her with combination steroid/antibiotic drops and had her discontinue contact lens wear. On (B)(6) 2010, the consumer reported that her symptoms are improving, but she still cannot wear her contact lenses. She is still being treated with antibiotic/steroid drops and has a f/u appointment with her doctor. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 166304f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 166304f met all release criteria prior to product release. There are no similar reports for this lot. Add'l info requested by mail on 09/10/2010 and by phone on 09/27/2010. A completed questionnaire has not been received. (B)(4).